Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: na. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nestable sharps container 7.6l there was damage to the product. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: our warehouse team have discovered that there was 3 each of the below mentioned container found cracked while unpacking for issue. This product was received in 10 pallets.

Manufacturer narrative:
H6: investigation summary no product was returned by the customer. Photos representation was provided for the complaint and confirmed that lid was broken. Photo send to supplier for further investigation and response received and attached . According to the DHR review, during the manufacturing process no issues were reported for damaged or broken lids for the lot number (2009946) reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on this investigation and evidence provided, it can be seen the following: lids are broken / cracked from one corner. With the lot number provided, we are able to confirm that this product was manufactured by flex on january 9, 2022. Customer¿s verbatim within global complaint detail report is that warehouse team discovered three containers cracked while unpacking. However, it was noticed that this issue arose from a product sold in asia pacific and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to the handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken/damaged parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damage. Based on that assessment, it can be confirmed that issue could be generated by several variables like hit, incorrect handling, incorrect storage, non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, however on basis of photo received an investigation could be performed, and a root cause could be determined as potential root cause and it will be: product damaged during the transshipped process made by bd¿s second provider. Non-controlled method to ship partial boxes to end user. Product damaged during the shipment or distribution. Incorrect repackaging at the time to perform partial sales. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Event description:
It was reported while using bd nestable sharps container 7.6l there was damage to the product. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: our warehouse team have discovered that there was 3 each of the below mentioned container found cracked while unpacking for issue .this product was received in 10 pallets.